Event description:
Pt received a regular dialysis treatment on 8/11/99 from 9:44am to 1:55pm without incident. After treatment pt c/o nausea and began vomiting. Blood sugar revealed 40 glucose. Dextrose 2 amps given IV. Pt stated she felt better and was sent home. Pt left unit stable and was told to contact dr if any further problems were noted. Pt continued vomiting at home and was advised by dr to go to the ER at hosp. Pt was admitted to hosp for one day. Two other pts on the same machine (#4) experienced no specific complaints on that day and had no further problems. Baxter 1550 machine #4 was pulled from the floor. Machine conductivity reading was 14.0 prior to treatments. Machine was giving conductivity value of 13.9, mdx90 reading 11.9, phoenix meter reading 11.9. Concentrate pumps checked for accurate calibration and were within MFR specs. Neither visual nor auditory alarms indicated the discrepancy of sodium delivery.